Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17444602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The voluntary report # is mw506753. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this event in which associated manufacturer report number is 9616099-2016-00460.

Event description:
As reported, the physician used a 7f vista brite tip guiding catheter ((B)(4)), however, two non-cordis stents "got stuck" on the coronary guide. One stent "cavic" of the non-cordis balloon. The physician used another 7f vista brite tip guiding catheter ((B)(4)). He deployed the stents, but used two post non-cordis balloon catheters. They "got stuck" in the guide. There was no patient injury reported. The device will be returned for analysis. The cordis devices were prepped according to the IFU. There was no difficulty flushing the guidewire with saline. The guidewire was not used previously in the procedure. The wires or the catheters did not cross any acute bends in the vessel. The target lesion was the left anterior descending artery (lad). There was no tortuosity or calcification. Per a voluntary event report received, it was indicated by the health professional, that two non-cordis stents were inserted through the 7f guide simultaneously. One stent pulled other stent off the non-cordis balloon tip during insertions. Stent was recaptured by inflating balloon inside guide. All equipment removed and the stent was retrieved.

Manufacturer narrative:
Complaint conclusion: as reported, the physician used a 7f vista brite tip guiding catheter (gc 0.078), however, two non-cordis stents ¿got stuck¿ on the coronary guide. The physician used another 7f vista brite tip guiding catheter (gc 0.078). The physician deployed the stents, but used two non-cordis balloon catheters post deployment. There was no patient injury reported. The cordis devices were prepped according to the instructions for use (IFU). There was no difficulty flushing the guide catheter with saline. The guide catheter was not used previously in the procedure. The wires or the catheters did not cross any acute bends in the vessel. The target lesion was the left anterior descending artery (lad). There was no tortuosity or calcification. Per a voluntary event report received, it was indicated by the health professional, that two non-cordis stents were inserted through the 7f guide simultaneously. One stent pulled other stent off the non-cordis balloon tip during insertion. Stent was recaptured by inflating balloon inside guide. All the equipment was removed and the stent was retrieved. The patient was unharmed. The event report type was noted as serious injury which required intervention. The product was not returned for analysis. Review of lot 17444602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.